Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that the reservoir had air bubbles as well as they experienced high blood glucose of 269 mg/dl. Customer stated that the size of air bubbles was approximately eight inch to quarter of inch. Customer also noticed lot of bubbles in line and another air bubbles near cannula. That insulin was stored at room temperature. Customer declined troubleshooting for high blood glucose. The customer was treated with bolus. The reservoir will not be returned for analysis.